Manufacturer narrative:
The customer indicated that the devices were discarded. A rep device from the same lot was received. Investigation is not complete.

Event description:
General report received of an unspecified member of undocumented incidents of inadequate suction. The suction liners were being used with a wound drainage system. After unspecified lengths of time in use, the customer contact reported inadequate suction. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional info was provided.